Event description:
It was reported that during an low anterior resection procedure, the tissue pad was damaged and began to be detached. Another device was used to complete the case. There were no adverse consequences to the patient. Two devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.